Manufacturer narrative:
Additional product component: model number/catalog number: 72400167 and 72400098, batch/lot number: 655980003 and 677858015, model/catalog description: belt cuff fgs 7.5cm and control pump fgs.

Event description:
It was reported that the patient experienced balloon deflated and recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Balloon analysis: the balloon was visually inspected and no leak was found. The balloon was not tested. Pump analysis: recurring incontinence was reported. The pump was visually inspected and no significant finding were found. The pump was not tested. Cuff analysis: recurring incontinence was reported. The ams 800 cuff was visually inspected and functionally tested. The cuff had a leak in the shell due to wear at a fold. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number- 72400167 and 72400098. Serial number: null and null. Batch/lot number- 655980003 and 677858015. Model/catalog description- belt cuff fgs 7.5cm and control pump fgs.

Event description:
It was reported that the patient experienced balloon deflated and recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.